Event description:
It was reported that a malfunction occurred with the customer's pump, which displayed an undefined error code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to return the faulty pump to tandem using a ups return box with a pre-paid label, and a replacement pump with updated software was sent to them. They were provided with specific storage mode instructions and other steps to follow upon receiving the new pump.